Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customer¿s blood glucose levels was 30 mg/dl. The customer reported that they treated low blood glucose level with food. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose. The customer alleged the insulin pump for over delivery as the customer kept getting low blood glucose level. The customer stopped troubleshooting and stated that the reservoir kept falling of the insulin pump. The insulin pump will be and reservoir will not be returned for analysis.